Event description:
Additional information was requested on (B)(6) 2011 and to date, responses have not been received for all of the questions that were asked.

Event description:
It was reported that during a low anterior resection procedure, the device cut and the donuts were complete; however, no staples were visible (incomplete or no staple line). The case was converted to an open procedure. Another similar device was used to complete the case. The procedure was extended by 60 minutes. The patient was reported to be stable following the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4): the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.